Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, the stent dislodged outside of the patient when used with an "old type protector." The procedure was completed with another 2.25 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.